Manufacturer narrative:
This is two events (cardiovascular and cerebrovascular) for the same patient involving two separate products; associated MDR # 1225714-2013-01212.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular and cerebrovascular event in or about on (B)(6) 2012, after the use of the product.